Manufacturer narrative:
The evaluation revealed the broken im reamer to be the primary product. A physical investigation and a review of the DHR were not possible; the reamer and the lot code were not provided. The provided picture shows that the reamer broke at the first spiral winding near the bixcut head. A guide wire was inserted through the reamer. The outer spiral is partly uncoiled and plastically deformed. The rest of the spiral was slightly deformed and looks also slightly unwinded. All available data were evaluated by a health care professional (hcp): it is most likely that the reamer was driven in counter-clockwise direction during retrieving. Due to this the spiral got slightly uncoiled and the reamer broke. No bone damages are visible on the provided x-rays. An exact root cause could not be determined but most likely the reamer broke due to a rotational overload during reaming in counter-clockwise direction (user related). The IFU informs the customer to operate never an intramedullary reamer in a counter-clockwise direction. Doing so causes the reamer shaft spiral to open and may lead to additional trauma. Review of complaint history, CAPA databases, risk analysis and labelling did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
The sales rep reported that during a surgery performed by dr. (B)(6). Where the surgeon had to implant a short gamma nail, he used a reamer diameter 11. When he removed the reamer on the guide, the spiral of the device broke. The medical staff had to replace the device and used a reamer with a smaller diameter, another guide and they also replace the motor. The procedure ended successfully. Surgical delay about 40 minutes which led to the lengthening of anesthesia. Nurse confirmed that no debris remain into the patient and will try to provide post op x rays.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The sales rep reported that during a surgery performed by dr. (B)(6) where the surgeon had to implant a short gamma nail, he used a reamer diameter 11. When he removed the reamer on the guide, the spiral of the device broke. The medical staff had to replace the device and used a reamer with a smaller diameter, another guide and they also replace the motor. The procedure ended successfully. Surgical delay about 40 minutes which led to the lengthening of anesthesia. Nurse confirmed that no debris remain into the patient and will try to provide post op x rays.